Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received based on the device settings, the device was found to be below expected limits. An internal anomaly within the battery was reliability laboratory technician; (B)(4) - no complaint received with return of device. Failure (event) observed during analysis.